Event description:
During a very complicated four-hour case, six stents were deployed. When trying to pass a pixel stent through the struts of a previously deployed non-guidant stent, the stent came off the balloon and was not retrieved. It was felt the event was caused by the nature of the case rather than any problem with the stent. The stent delivery system was thrown away; however, it was reported that the balloon was observed, "shredded" when the device was removed.